Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the rest of the device.

Event description:
The patient was undergoing a thrombectomy procedure for a pulmonary embolism (pe) using an indigo system separator 8 (sep8). During the procedure, after using the sep8 with an indigo system aspiration catheter 8 (cat8) for roughly twenty minutes, the sep8 bulb fell off in the patient. No attempts were made to retrieve the sep8 bulb from the patient due to time constraint. Therefore, the sep8 bulb was left in the patient. The procedure was then completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.